Event description:
It was reported that intermittent unexpected shutdowns occurred. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement of the pump. The customer planned to use multiple daily injections as a backup therapy and was instructed to return the problematic pump with a pre-paid label after putting it into storage mode.